Manufacturer narrative:
(B)(4). D10: cat# 802202803 lot# 67559019 femoral head 12/14 taper 28 mm diameter +3.5 mm neck length. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty and was revised approximately 18 days post-implantation due to purulent arthritis. Attempts have been made and no further information has been provided.